Event description:
Nibp cuff was being used to check blood pressure q15 minutes and was left on the arm in between readings. It was noted that skin area under the cuff had developed a rash. It was determined that the area needed to be debrided. There are no expected long term implications.